Manufacturer narrative:
At the time of this report, multiple attempts to obtain further information from the hospital have been unsuccessful, and the device has not yet been returned for evaluation. As a result, a determination cannot be made at this time. If further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.

Event description:
During a lap hysterectomy procedure when the device was activated it began smoking near the end of the sheath and the rubber melted. A new omni was opened and the case was completed without incident to the pt.